Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced a decrease in efficacy. When interrogated in clinic, an error message was observed that could not be understood or cleared. A surgical procedure was subsequently performed during which the lead was disconnected from the ins and tested. No response was observed and an x-ray showed the lead had migrated. As a result, both the lead and ins were removed, and a new system was implanted. No patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Model number/catalog number: 4101 serial number: (B)(6) batch/lot number: ax1t036267 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4).